Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ tna - spark device tip - approximately a minute into use, the surgeon reported a spark from the device tip. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna. Product number: ps300-003, lot number: 0211828310, - new design. Expiration date: 25-aug-2019, quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade¿ tna device and the adenoid tip was received inside a cardboard box within two biohazard bags with bubble wrap to fill the negative space. The tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. There was a printed rga email provided. Device visual inspection: the device handle with the adenoid tip was received. There is blood inside the wall suction connector at the handle. The tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. There is a moderate amount of tissue and coagulum buildup on the electrode wire, with the moderate melting of the plastic housing at the corners, however, the electrode wire remains intact which meets the acceptable damage requirements. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 3 thru image # 6. Acceptable damage: adenoid tip: the wire remains intact. <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. The wire still has support from the housing and does not exhibit deformation in the ventral to dorsal direction during application. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. There is no unacceptable wear on the returned adenoid tip. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. The complaint could not be recreated for the device sparking issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint investigation was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211828310 reveals there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the adenoid tip meets the acceptable damage requirements and the complaint is not confirmed for the device sparking issue which could not be recreated. The adenoid tip exhibits wear, however, the wear is indicative of use and meets the acceptable damage requirements. This complaint will be tracked and trended within gch. Additionally, it was found that the adenoid tip housing is melted, however, the wear exhibited meets the acceptable damage requirements. Note: the returned adenoid tip is from the new design. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. There was no injury to the patient or the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.